Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered an alert for high out of range shock impedances. The values were 128 ohms. Boston scientific technical services discussed reprogramming options. The physician reviewed the data and had the alert limit increased from 125 ohms to 150 ohms. At this time, the rv lead and the existing implantable cardioverter defibrillator remain in service. No adverse patient effects were reported.